Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Therapy date is estimated. Further information was unable to be received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was not functioning well, as a result the scs ipg was explanted at an unknown time.